Event description:
A pt sustained a thermal burn to the cornea at the insertion site of the phaco emulsifier handpiece. The burn suddenly occurred while the power, vacuum and irrigation were being decreased. The cataract extraction procedure was completed an an artificial lens was successuflly placed. As a result of the burn, one extra suture was required. According to the surgeon, the final outcome is not certain, but at the time of his examination, the prognosis looks good. Testing of the machine and handpiece by clinical engineering and the MFR's rep, found no operational problems or malfunctions.